Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 150mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.